Event description:
It was reported that; upon impaction of the cage the rail broke off where it interfaces with the inserter.

Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; a materials analysis performed on a similar investigation concluded that the cage broke in fast fracture indicating the fracture resulted from a sudden overload applied to the device. It was reported that this implant broke during impaction. Probable root cause is due to user error: too much force applied when implanting the implant.

Event description:
It was reported that; upon impaction of the cage the rail broke off where it interfaces with the inserter.